Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was reviewed and no errors were observed. The reported event of initializing screen without manual restart was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report initialization screen displayed without manual restart on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(6) 2016. The customer complaint of initialization screen displaying without manual restart could not be confirmed. A root cause could not be determined. Additionally, the complaint device was provided for investigation. A follow-up report will be submitted upon completion of device evaluation.